Event description:
The initial reporter stated they received discrepant results for one patient sample tested with alp2s alkaline phosphatase acc. To ifcc gen.2 on a cobas c 111. The sample initially resulted in an alp value of 412 u/l and this value was reported outside of the laboratory to the patient. The sample was sent to another laboratory for testing and alp testing of the sample was repeated twice on an unknown analyzer, resulting in values of 188 u/l and 182 u/l. The sample was transferred back to the customer's laboratory and it was repeated on the c 111 analyzer on (B)(6) 2022, resulting in a value of 186 u/l. The sample was also repeated on a cobas 4000 c (311) stand alone system at the customer site, resulting in a value of 189 u/l. The alp reagent lot number was 57010401. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
A corrected report was issued after repeat of the sample. Upon review of data files from the analyzer, a specific instrument product problem could not be determined. All provided data was within specifications. There was no evidence of an instrument issue. An issue with pre-analytic sample handling could not be ruled out. The investigation could not identify a product problem. The cause of the event could not be determined.